Event description:
Vacuum cup applied to infant caput & attached to mityvac pump x2 using 2 separate pumps, to assist the fetal head to deliver. The gauges on both pumps were not registering properly. There was not enough vacuum. The pt was taken for a stat c-section. Infant apgars were 0^1-0^5-3^10-4^15.